Manufacturer narrative:
Product complaint #: (B)(4). PMA/510k: this report is for an unknown unk - fibulink/unknown lot. Part and lot number are unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the fibulink system failed, the suture dislodged from the anchor and the surgeon had to take steps to remediate the situation. The patient outcome was not impeded. It is unknown if there was surgical delay. It was also reported that in 12 weeks when removed, the 4.0 screws, will hopefully have a t20 and then will try to remove the tibial half of the fibulink or push it out medially and grab it from that side. This is why 4 cortex screws are used, if they break, it will be easy to fetch them from the medial side. The procedure was successfully completed with the bailout implants, patient status is unknown. This complaint involves one (1) device. This report is for one (1) unk fibulink. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
G1 depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: d7: it is unknown if device was reprocessed and reused. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. The device was not returned. A photo-investigation was performed on all the images/x-ray. Upon inspecting all the photos/x-rays provided, the tibia screw appears to have broken from remaining part of fibulink syndesmosis repair system. The point of breakage either between fibula link and suture bridge or between suture bridge and tibia screw cannot be confirmed based on provided images/x-rays. The root cause of the issue cannot be determined based on the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.